Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one month post implant, r-waves de- creased from 12 mv to 2 mv and thresholds increased to 6.5 v at 1.0 ms in the bipolar configuration. A chest x-ray showed that the lead was in place. The lead remains implanted.